Event description:
Additional information received on (B)(6) 2021:no patient involvement with these pumps. No additional information provided.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection revealed the tamper seal label was missing. Functional testing confirmed the reported problem; there was a cassette not attached properly error alarm during the investigational test. Root cause was found to be a defective downstream occlusion sensor; it was not operating as intended. Replaced downstream occlusion sensor and performed all functional testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not latching properly. No adverse effects were reported.